Manufacturer narrative:
The customer did express the device had malfunctioned but did not contribute to a reportable serious injury.

Event description:
The customer's sensor glucose was 44 mg/dl and the customer's blood glucose was 125 mg/dl at the time of the incident.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer's blood glucose was 44 mg/dl and the sensor glucose was 125 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.

Manufacturer narrative:
Inspected one opened and used partial sensor. We performed continuity resistance test and sensor passed per specifications and performed the sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. We were unable to confirm needle anomaly due to customer did not return insertion needle. Cannot performed test as the sensor is beyond its expiration date.